Manufacturer narrative:
Corrected data: h6: medical device problem code was inadvertently reported as battery problem in the initial report. The correct code has been added to this record.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.